Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain / extreme pain"), surgery ("multiple surgeries / 4 surgeries"), autoimmune disorder ("autoimmune disorders (she thought she had lupus)") and gastric bypass ("gastric bypass surgery twice") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, 6 days before insertion of essure, the patient experienced rash ("rashes"), alopecia ("hair loss"), tooth loss ("tooth loss"), weight increased ("weight gain") and affective disorder ("mood disorders"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and gastric bypass (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy), surgery (unspecified surgeries) and surgery (gastric surgery). Essure treatment was not changed. At the time of the report, the pain, surgery, autoimmune disorder, gastric bypass, rash, alopecia, tooth loss, weight increased and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, autoimmune disorder, gastric bypass, pain, rash, surgery, tooth loss and weight increased with essure. The reporter commented: I still have to have another surgery to get my fallopian tubes removed to get the coils out. These symptoms started happening a day after the device was implanted but I was not even aware. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous consumer report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted 9 years before the report and began experiencing extreme pain, multiple surgeries (including a partial hysterectomy and two gastric bypasses), and autoimmune disorders / thought she had lupus. Another surgery to remove the essure coils was pending. The events were serious due to medical significance. Pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic, abdominal, and uncharacterized pain may occur after the insertion and during the use of essure. In this particular case, no medical details were provided as to the cause and localization of pain, but given the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Considering the gastric bypasses, the patient did not provide explicit reasons, however she mentioned the occurrence of weight gain, which (if substantial) can be an indication for gastric bypass. In view of the local mechanic action of essure in the fallopian tubes, a causal role for gastric bypasses is considered very unlikely (unrelated), whereas the causality of the unspecified multiple surgeries is currently not assessable. Regarding the autoimmune disorders, these are complex systemic conditions that are difficult to explain with the local action of essure in the fallopian tubes. Thus, considering also the lack of specific medical details, the causality of essure for this event is considered very unlikely (unrelated). The case was classified as incident because of hysterectomy. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information are expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain / extreme pain"), surgery ("multiple surgeries / 4 surgeries"), autoimmune disorder ("autoimmune disorders (she thought she had lupus)") and gastric bypass ("gastric bypass surgery twice") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, 6 days before insertion of essure, the patient experienced rash ("rashes"), alopecia ("hair loss"), tooth loss ("tooth loss"), weight increased ("weight gain") and affective disorder ("mood disorders"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and gastric bypass (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy), surgery (unspecified surgeries) and surgery (gastric surgery). Essure treatment was not changed. At the time of the report, the pain, surgery, autoimmune disorder, gastric bypass, rash, alopecia, tooth loss, weight increased and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, autoimmune disorder, gastric bypass, pain, rash, surgery, tooth loss and weight increased with essure. The reporter commented: I still have to have another surgery to get my fallopian tubes removed to get the coils out. These symptoms started happening a day after the device was implanted but I was not even aware. Company causality comment: this spontaneous consumer report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted 9 years before the report and began experiencing extreme pain, multiple surgeries (including a partial hysterectomy and two gastric bypasses), and autoimmune disorders / thought she had lupus. Another surgery to remove the essure coils was pending. The events were serious due to medical significance. Pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic, abdominal, and uncharacterized pain may occur after the insertion and during the use of essure. In this particular case, no medical details were provided as to the cause and localization of pain, but given the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Considering the gastric bypasses, the patient did not provide explicit reasons, however she mentioned the occurrence of weight gain, which (if substantial) can be an indication for gastric bypass. In view of the local mechanic action of essure in the fallopian tubes, a causal role for gastric bypasses is considered very unlikely (unrelated), whereas the causality of the unspecified multiple surgeries is currently not assessable. Regarding the autoimmune disorders, these are complex systemic conditions that are difficult to explain with the local action of essure in the fallopian tubes. Thus, considering also the lack of specific medical details, the causality of essure for this event is considered very unlikely (unrelated). The case was classified as incident because of hysterectomy. A product technical analysis and follow-up information are expected.